Event description:
Rayner intraocular lenses limited received notification from its distributor in (B)(4) of an event that occurred following implantation of a c-flex aspheric 970c intraocular lens (iol). On (B)(6) 2014, the healthcare professional observed the development of opacifications in the os eye. For further info please refer to rayner intraocular lenses limited's MDR 9611165-2014-00060.

Manufacturer narrative:
The pt has had repeat bilateral ocular surgical trauma, with ocular inflammation over a prolonged time, the combination of environmental conditions, multiple surgical procedures and pt health could be causative factors to the development of opacification in this instance. Rayner's review of production records for the c-flex aspheric 970c iol batch 028e78932 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects.